Manufacturer narrative:
It was that half the display was dim, and the other half of the display was not visible. The remote service engineer (rse) advised the customer of the service manual and provided the customer with the part number of the user interface (ui) assembly for upgrade. The customer upgraded the ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that half the display was dim, and the other half of the display was not visible. It was reported there was no patient involvement at the time the issue was discovered. It was that half the display was dim, and the other half of the display was not visible. The remote service engineer (rse) advised the customer of the service manual and provided the customer with the part number of the user interface (ui) assembly for upgrade. The investigation is ongoing.